Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. The exact cause of the reported event could not be conclusively determined. However, based upon the information from the facility that the reported phenomenon was duplicated at the facility there was the possibility that the reported phenomenon was attributed to the failure of the power supply board or the image processing electrical circuit board of the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to correct the date of "g4: date received by manufacturer" in the initial report submitted on wed, 20th may 2020. "Date received by manufacturer" should be 11th may 2020, and not 2nd april 2020 as previously reported.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified therapeutic procedure using the subject device with the olympus products (cv-190, clv-190) and an unspecified gastro-scope at the user facility, the endoscopic image on the subject device disappeared. The user facility replaced the subject device to another unspecified device to complete the procedure. There was no report of patient injury associated with this event.